Manufacturer narrative:
Correction: h6 (rfr and fdd code) additional information: g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Out of an abundance of caution, super-dimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the procedure, there was a system inaccuracy. The system showed the physician was in the left lower lobe when it was actually at the main carina during the final step of registration verification. The physician tried an additional 45 degree catheter to verify it was not a faulty catheter. The physician also could not get the bronchoscope video to feed into the tower. The physician was not able to complete the super-dimension portion of the case and was not completed by other means.